Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). With all three icons illuminated, the device would likely not have sufficient power in order to deliver effective defibrillation energy to a patient, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Numerous attempts to contact the service agent about returning the device to physio-control have been unsuccessful and no response appears to be forthcoming. The cause of the reported failure could not be determined. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.